Manufacturer narrative:
(B)(4). The device was received with no original packaging or other devices. Visual inspection revealed several bends/kinks on the hypotube. An appropriate sized guidewire was inserted into the guidewire exit notch and tracked through the lumen with no difficulty. The guidewire was also back loaded into the distal tip and tracked through the lumen with no difficulty. Microscopic inspection revealed the shaft was torn 5cm distally from the guidewire exit notch, which did not impact wire movement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint is now reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure the balloon could not be advanced on the guidewire. Vascular access was obtained via the right radial artery. The 99% stenosed, 3.5x20mm eccentric and denovo lesion being treated was located in a mildly calcified portion of the proximal left anterior descending artery. There was a significant lesion bend between 45 to 90 degrees. The physician successfully implanted a 3.5x23mm non bsc stent. The physician then attempted to post dilated the lesion using a 3.5x15mm quantum maverick balloon catheter. The balloon couldn't slide on the guiding wires when the physician attempted to cross the lesion. The doctor had to withdraw the balloon and the wire from the guiding catheter. The physician then aborted the post dilatation due to the event. There were no reported complications and the patient is stated as stable. However, analysis found a shaft tear.